Event description:
A surgeon reported a patient with inconsistent readings during aphakic capture and after toric implant capture were inconsistent with pre operative procedure and from reading to reading on the same patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative replicated the reported issue. To address this, the aberrometer was replaced and returned for this investigation. The system was tested and found to meet product specifications. The system was received for this investigation. A visual assessment of the returned sample revealed no defects or abnormalities. Testing was performed and the system passed all testing with no issues being found. The root cause of the reported event is attributed to internal wear and reliability issues within the system. The manufacturer internal reference number is: (B)(4).